Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported no alternating current (ac) power. The unit only runs on battery. The unit was not in use, and there was no patient or user harm reported. The customer reported a fluctuating 24vdc reading from 0 to 20 vdc, the battery voltage was reading 13.5 vdc. The remote service engineer (rse) advised to replace the power supply. Further information is pending.